Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided the probable cause of the reported event may have been caused by the scar tissue on the puncture site from prior catheterization. Per the mynxgrip instruction for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. However, without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device after an interventional procedure, the doctor felt significant resistance when pulling back the mynxgrip device and also when shuttling down due to severe scar tissue. A 6f procedural sheath was used during the procedure. As reported, the user shuttled down completely; however, significant resistance was felt when shuttling down. The stick location was noted to be medium. Manual compression was applied for 30 minutes or less to achieve hemostasis after the device was taken out. The patient outcome was described as good and hospitalization was not prolonged as a result of the mynx event.

Manufacturer narrative:
(B)(4). The device was received and visually inspected by aci. Visual inspection of the device showed that the shuttle was engaged to the handle. The procedural sheath was not returned. A small piece of sealant was visible from the shuttle cartridge tubing slit. The advancer tube was found inside the shuttle tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The review of the lot history review (f1529502) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. It was reported that significant resistance was felt during pullback and also when shuttling down after encountering scar tissue. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have obstructed the device path during the shuttle down could not be made. It should be noted that severe scar tissue in the vicinity of the puncture site could cause the procedural sheath to kink, which could obstruct the device path during shuttle down. Per the mynxgrip instruction for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. Should additional relevant information become available a supplemental MDR will be filed.